Event description:
Defective connection of tubing to needle adaptor on 600 ml bags. Two different lots affects. Faulty connection results in leaks, thus bag integrity/sterility lost. 600ml transfer pack, sliplock needle adaptor and 36" unsegmented tubing lot 113652, manufacture date 02/2007, expiration date: 2011-02, lot 112334, MFR date not recorded, expiration date not recorded. Diagnosis or reason for use: plasma collection.